Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material: 303393. Batch#: 5065846. Verbatim: rcc received a complaint via email. Complaint reference #: (B)(4). Correspondence language: english. Cat# of product being complained: bd303392. Description of product: syringe 5cc w/cannula st intlink 100ea/bx 4bx/ca. Lot or s/n: (B)(6) complaint category: labelling issue. Reportable: no. Incident date: (B)(6) 2025. Hospital complaint reference #: details of complaint (reported issue): "it was brought to my attention there¿s mis-label on the packaging for the 5ml syringe ref 303392. We have 7bx of 303392 (97317) 5ml but inside of the packaging is the 303393 (60902)10ml. We would like to return these; can you provide a credit for these and rga paperwork for return." Please note: incident date unknown. Photos will be sent via separate email. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has xxx been informed? Unknown. Qty affected: (B)(4). Samples available? No. Is customer requesting an rga? No. Return qty:

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Label content incorrect. No sample or photo was provided to the quality team for evaluation. However, based on previous investigations, it was confirmed that the packages contained 10ml syringes. The issue identified was a labeling discrepancy, as the top web labeling on all packages incorrectly indicated 5ml instead of 10ml. Potential root cause for the incorrect top web defect is associated with the packaging process. A corrective and preventive action (CAPA) will be initiated to address the issue and prevent recurrence. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.